Manufacturer narrative:
An unknown bd mount screw and one 3i t3® with dcd® non-platform switched tapered implant 4 x 13mm, bnst413 with cover screw, were returned for investigation visual inspection of the products identified signs of use and an unknown fractured mount screw within the implant. Per: no pre-existing conditions were noted on the complaint. Bone density type IV. The reported device was located on tooth #12. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use: biomet 3i dental implants (p-iis086gi rev. H ¿ 07/2021) information identified: contraindications, warnings, precautions, breakage, general considerations and adverse effects per IFU: breakage may occur when an implant is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number associated with the reported unknown mount screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review for the unknown mount screw could not be performed as the lot/item numbers were unknown. Post market trend review: february post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (bnst413 & unk. B3i mount screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight was not provided. Catalog and lot number not provided. Manufacturing date is unknown.

Event description:
It was reported by the customer that at the time of placing the implant, the mount screw broke off within the implant. Implant was removed and replaced with a new one in the same procedure. Tooth #12.